Event description:
Customer reported a battery charger failed error message was displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator batteries. System operates as intended. (B) (4).